Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2014 and suture was used. When the suture was held and passed out to the doctor, it was found that the suture was broken. There was no adverse patient consequence. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
An actual sample was returned for evaluation. The sample was visually examined and the non-needled end of the returned suture segment had complex deformation damage consistent with mangling, but did not have any damage consistent with surgical instrumentation. The returned suture was found to be caught between the container and container lid, generating some sites of compression on the suture that are artifacts. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.